Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging that her one touch ultra meter reverts to set up mode. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that the reported issue began approximately 3 weeks ago. Due to the reported issue approximately 5 days later, the pt had symptoms of dry mouth. The pt did not seek any medical attention or contact her physician for assistance. While troubleshooting, the pt mentioned the issue occurred after the battery was removed or replaced. This was not the first time the product is being used. The issue was resolved via troubleshooting. The product was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event and how long symptoms lasted. The complaint is being reported since the pt alleged that due to the reported issue, she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.